Event description:
It was reported that the procedure was to treat a 95% stenosed de novo lesion in the superficial femoral artery (sfa) with heavy calcification and heavy calcification. The 5.5x200mm supera self-expanding stent system (sess) was advanced to the target lesion on a .014 guide wire (gw) using an ipsilateral approach and the stent was attempted to be deployed. However, the stent partially deployed when the stent moved and stretched from the sfa to the common femoral artery to the introducer sheath. Therefore, the stent was retracted into the introducer sheath and removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Subsequent to the initial report being filed, it was reported that the reported stent movement was the stretching of the stent. The procedure was completed plain old balloon angioplasty (poba) with a 3x100mm armada 35 balloon. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem updated.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment interaction with the heavily calcified anatomy in conjunction with the introducer sheath being too close resulted in the stent to inadvertently deploy/elongate into the introducer sheath; thus resulting in the reported stretched stent and the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 95% stenosed de novo lesion in the superficial femoral artery (sfa) with heavy calcification and heavy calcification. The 5.5x200mm supera self-expanding stent system (sess) was advanced to the target lesion on a .014 guide wire (gw) using an ipsilateral approach and the stent was attempted to be deployed. However, the stent partially deployed when the stent moved and stretched from the sfa to the common femoral artery to the introducer sheath. Therefore, the stent was retracted into the introducer sheath and removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.